Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mitral regurgitation (mr) and thick leaflets for a mitraclip procedure. During the procedure, there was challenges with control for the steerable guide catheter (sgc) where it would have a small rebound while applying the +/- keys during the procedure. The patient experienced sever heart failure symptoms and the procedure was discontinued. The procedure was discontinued, the final mr remained at grade 4+. There were no clinically significant delays.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.